Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the log files were provided for review by the customer. Upon log review, it was observed that before the device was charged to 120j, it detected that only the multi-function cable (mfc) was connected to the device, with no pads attached to the other end. The device also detects the (mfc) is shorted using a shorting plug or when connected to third-party pads. During this period, the device displayed a "defib pad short" message on the screen, alerting the user to the shorted condition. When the user attempted to charge the device to 120j, repeated "charge lead short" and "charged lead short" messages were displayed. In a defib pad short condition, the device is only able to perform a 30j test per design. The user subsequently powered down the device and, after powering it back up, performed a 30j manual self-test successfully. Based on the log review, no fault was determined. No trend is associated with reports of this type.